Event description:
The event was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the lights on the motor drive unit were flashing when grabbing tissue. The surgeon tried a second hand piece, and encountered resistance removing the hand piece from the motor drive unit. The procedure was successfully completed with the second hand piece, with no adverse patient consequences.

Manufacturer narrative:
Conclusions: the actual device involved in this event was returned for evaluation. The reported symptom could not be duplicated. The evaluation was able to insert and remove a disposable hand piece without resistance. The blade would spin without any problem and the alignment of the coupler to the cpc connector was verified as good. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.